Event description:
It was reported that the customer passed away. The caller stated that the customer went to the hospital on (B)(6) 2014 because his heart was giving out due to kidney failure and copd, and the customer ended up moving to a hospice care on (B)(6) 2014. He passed away on (B)(6) 2014. The customer never used sensors. He used a glucose meter but it was not linked to the insulin pump. The caller stated that the customer's blood glucose was unknown at the time of death, and he had not been eating the last few days. The customer was not wearing the insulin pump at the time of death and was off the device for approximately five days. The device was removed at the hospital. The cause of death was kidney failure, copd, and heart failure. At this time no further information is available.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.